Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that following a review, log files captured intermittent low flow alarms as well as a few momentary low flow estimates with an elevated calculated pulsatility index (pi) on (B)(6) 2025. The estimated flow fluctuated below the 2.5 liters per minute (lpm) threshold. Most of the events captured were intermittent and had not generated an alarm. The estimated flows averaged from 1.7 to 2.4 lpm and the pi is averaged from 6.2 to 12.6 during the events. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults in the log files. It did not appear that any type of external mechanical circulatory support (mcs) equipment issues had caused the events. The events seemed to be physiological in nature. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data, the mcs equipment had operated as intended electronically and mechanically. Additional information was provided that the cause of the low flow alarms was identified as hypertension. The alarms had resolved with treatment of hypertension and increasing right ventricular assist device (rvad) flow. The patient was mechanically ventilated at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms, which the account attributed to hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log file contained events from 29jun2025 through 03jul2025. Several low flow hazard alarms were captured throughout the file and were associated with elevated pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The account communicated that prior to the reported low flow alarms, the patient experienced severe decompensation with right ventricular dysfunction and decreased left ventricular assist device (lvad) flow. Despite escalating pressors and inotropes and decreasing the lvad speed, it was ultimately decided for percutaneous rvad placement using a third-party device, and the lvad speed was increased. The oxygenator was discontinued on (B)(6) 2025, and the rvad was removed on (B)(6) 2025. Additional third-party support was initiated on (B)(6) 2025 and discontinued on (B)(6) 2025. The account communicated that the rhf was not considered to be lvad-related. The patient had been intubated and experienced hypotension, low flows, and elevated central venous pressure (cvp) at the time of the right heart failure. The patient was currently being followed as an outpatient. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure and right heart failure) and hypertension, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. This section (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The rvad had been placed on (B)(6) 2025, the patient experienced severe decompensation characterized by right ventricular dysfunction and low flows. Despite escalation of pressors and inotropes and a reduction in pump speed from 4900 to 4800 revolutions per minute (rpm), the site decided with escalation to percutaneous rvad (prvad) placement using a third-party cannula. Pump speed was subsequently increased to 4900 rpm. The oxygenator was discontinued on (B)(6) 2025, and the protek duo was removed on (B)(6) 2025. Levitronix support was initiated on (B)(6) 2025 and discontinued on (B)(6) 2025. Per the site, the right heart failure (rhf) was not considered to have been caused or contributed to by a device-related issue. Additionally, the patient had been intubated, and experienced hypotension and an elevated central venous pressure (cvp). The patient was admitted from (B)(6) 2025 and was being followed at the time as an outpatient.